Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal), reproductive system disorder or condition: constant spotting') in an adult female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, uterine bleeding, procedural bleeding, uterine leiomyoma and paratubal cyst. Concurrent conditions included prolonged menses since (B)(6) 2015. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), fatigue ("fatigue") and menstruation irregular ("reproductive system disorder or condition: irregular periods") and was found to have weight increased ("weight gain"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) and surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the pelvic pain, fatigue, menstruation irregular and weight increased outcome was unknown. The reporter considered abdominal pain lower, fatigue, menorrhagia, menstruation irregular, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Laparotomy - on (B)(6) 2016: mini laparotomy for delivery of specimen. Findings: small boggy uterus. Normal tubes and ovaries bilaterally, no gross evidence of endometriosis, no other abnormalities in the pelvis. Gross examination of the uterus at the conclusion of the case revealed possible adenomyosis. Ultrasound scan - on an unknown date: adenomyosis; on (B)(6) 2016: some calcifications are hyperechogenic area at the fundus. Unsure if this is usual coils or something else. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased, menstruation irregular, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2019: quality safety evaluation of ptc(product technical complaints). We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal), reproductive system disorder or condition: constant spotting') in an adult female patient who had essure (batch no. C91747) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included delivery, uterine bleeding, procedural bleeding, uterine leiomyoma and paratubal cyst. Concurrent conditions included prolonged menses since (B)(6) 2015. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain lower ("cramping"), fatigue ("fatigue") and menstruation irregular ("reproductive system disorder or condition: irregular periods") and was found to have weight increased ("weight gain"). The patient was treated with ethinylestradiol;ferrous fumarate;norethisterone acetate (minastrin 24 fe) and surgery (laparoscopic supracervical hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the pelvic pain, fatigue, menstruation irregular and weight increased outcome was unknown. The reporter considered abdominal pain lower, fatigue, menorrhagia, menstruation irregular, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Laparotomy - on (B)(6) 2016: mini laparotomy for delivery of specimen. Findings: small boggy uterus. Normal tubes and ovaries bilaterally, no gross evidence of endometriosis, no other abnormalities in the pelvis. Gross examination of the uterus at the conclusion of the case revealed possible adenomyosis. Ultrasound scan - on an unknown date: adenomyosis; on (B)(6) 2016: some calcifications are hyperechogenic area at the fundus. Unsure if this is usual coils or something else. Concerning the injuries in the case, the following ones were described in patient's medical records: weight increased, menstruation irregular, vaginal haemorrhage most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr received: essure insertion, removal dates, lot number added, event injury replaced by new events abnormal bleeding (vaginal, menorrhagia), fatigue, pain, reproductive system disorder or condition: irregular periods and weight gain. Outcome for the events abnormal bleeding (vaginal,menorrhagia), and cramping added as recovered. Incident category updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.